Manufacturer narrative:
As received, the distal portion of the lead was returned in one piece measuring 15.3 cm. The helix was noted to be retracted and clogged with blood. Inner insulation procedural damage was noted 9.3 cm from the distal tip. Electrical tests and x-ray examination did not find any indication of conductor fractures while the lead conductors were shorting due to procedural damage. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The reported event of noise was unconfirmed.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented during a procedure for implant of a cardiac resynchronization therapy defibrillator system. The physician noted intermittent noise on the right atrial lead. The lead was explanted and replaced along with the system. The patient was in stable condition.